Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a starclose se device with a 6f sheath after an iliac stenting procedure. Reportedly, when the patient was leaving the clinic, walking to the car, the groin began to bleed. The patient was taken to the hospital and admitted for observation. No treatment was necessary as the bleeding ceased and patient was released to home the next day. The patient was reported to be doing fine. There were no reported adverse patient sequelae or clinically significant delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.